Event description:
IV pump alarming 'occlusion'. Site assess; attempt to flush line met resistance, dressing from IV site and attempt made to pull IV back, resistance was met again. Pull on cathlon was released and the cathlon flipped back on itself and the external piece [hub] was noted to be facing in direction opposite to insertion. Cathlon secured into place and physician assistant called to assess site and pull cathlon in its entirety; which by x-ray was known to be intact. Pt with discomfort at site. All IV catheters of same lot number pulled from all network areas.